Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that prior to implant, the device had a "cold weather reset" after retrieved from a car in very cold temperatures and the battery had not recovered. The device was warmed up and remeasured, but still measured a battery voltage of 2.73v and impedance of 6,539 ohms with a 3 month longevity estimate. The device was returned still in the box. There was no patient involvement.

Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.